Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, a small clip applier instrument. While attempting to clip a small vessel within the liver, the instrument "jerked" right as the clip was to be applied. This led to more difficulty gaining control of bleeding but was unclear if the unintended movement caused additional bleeding or injury. The instrument was taken off the sterile field and tagged for return to intuitive surgical, inc. (Isi) for further evaluation. The procedure was completed robotically, and the patient is recovering as expected. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.